Event description:
Medics responded to call for an elderly male patient. While transporting the patient to a hospital the device displayed "poor pad contact" and "check pads" messages. The medics reportedly switched from electrode pads to defib paddles and the device failed to discharge. Complainant indicated that the patient subsequently expired.